Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced very high blood glucose after a suspected incomplete supply change resulted in insulin not resuming, and the caller was guided through a full supply change and troubleshooting and education were completed. Symptoms included hyperglycemia with glucose reported as ¿high¿ (over 400 mg/dl) for approximately 5 to 7 hours, with device alerts for glucose above 300 mg/dl for more than 90 minutes and no immediate health effects reported. Outcomes included no hospitalization, no professional medical intervention, no assistance required, use of backup therapy, and no ketone testing. Investigation included customer interview, review of event details, and troubleshooting guidance. Investigation of this case revealed an unclear cause of hyperglycemia with suspected interruption of insulin delivery due to an incomplete supply change, and no device component was confirmed to have malfunctioned. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.